Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.

Event description:
Information received indicates the bed has no power due to a missing ground pin and loose prong on the ac power cord.